Event description:
Subject #24 dou is a (B)(6) year old female enrolled in an investigator initiated postmarket study investigating direct to implant breast reconstruction with strattice followed by radiotherapy. This clough/ rouanet investigator initiated clinical study is not a lifecell sponsored clinical study. The female subject underwent a left breast mastectomy with direct to implant reconstruction on (B)(6) 2015 with a breast prosthesis and a 10x16 cm strattice device ((B)(4)). Refer to the original manufacturer's incident report submitted on (B)(6) 2015 for the primary sae description of the wound healing complications. The strattice remained in place during the event. Additional information was reported to lifecell on (B)(6) 2014. On (B)(6) 2015 ((B)(4)), necrosis was observed. On (B)(6) 2015 ((b)(64), a small wound dehiscence was still present and the strattice device was visible. On (B)(6) 2015 ((B)(4)), the implant then became visible through the dehiscence and the subject was hospitalized to explant the breast implant. The strattice device remains in place and the subject was discharged on (B)(6) 2015. During the follow up visit on (B)(6) 2015 ((B)(4)), the wound appeared to be healed. As the manufacturer, lifecell is reporting this event as a continuation of the wound healing complications reported in the initial report due to the investigator's assessment that the serious adverse event (sae) was related to the study device.

Manufacturer narrative:
Method of evaluation: actual device not evaluated - review of additional information reported. Results of evaluation: no failure detected. No additional investigation was required, refer to original report. Conclusion code: device not returned. Known inherent risk of procedure: wound dehiscence is a documented wound healing complication associated with this type of surgical procedure with or without the use of an adm (acellular dermal matrix). No failure detected, device operated within specification: the strattice device remains implanted. Based on the reported information including that the wound healing complications continued until the breast implant was explanted without replacement and internal investigation with no remarkable findings, the wound dehiscence is likely related to postoperative wound healing complications associated with the procedure and/or breast implant and not related to the strattice device. The breast implant was exchanged, but following continued wound healing issues, that breast implant was explanted, while the strattice device remains implanted. This event is being reported as a continuation of the wound healing complications reported in the original report. The device remains implanted.

Event description:
Subject #24 is (B)(6) year old female enrolled in an investigator initiated postmarket study investigating direct to implant breast reconstruction with strattice followed by radiotherapy. This clough/ rouanet investigator initiated clinical study is not a lifecell sponsored clinical study. The female subject underwent a left breast mastectomy with direct to implant reconstruction on (B)(6) 2015 with a breast implant and a 10x16 cm strattice device (sp100067-233). It was reported that a de-epidermized skin flap technique was used so the scar was not in front of the matrix and the flap was in good condition at mastectomy. The patient was seen on (B)(6) 2015 (22 days post-op) for a follow up assessment and dressing change with no healing issues. On (B)(6) 2015 (27 days post-op), a small area of ischemia was noted at the scar line. By (B)(6) 2015 (36 days post-op), the ischemic area was unchanged but the breast was painful, red and inflamed; oral antibiotics were administered. No fever or fluid collection was present. On (B)(6) /2015 (42 days post-op), the patient was returned to surgery for scar resection. The breast implant and strattice were left in place. On (B)(6) 2015 (57 days post-op), it was noted that the patient had an area of cutaneous pain in the middle of the scar. By (B)(6) 2015 (65 days post-op), a 2x1cm wound dehiscence had occurred. On (B)(6) 2015 (70 days post-op), the patient was returned to surgery again to exchange the original 440 g breast implant for a 390 g implant. The strattice device was left implanted and the patient went home the next day. No wound cultures were taken. The patient has not received any radiotherapy. As the manufacturer, lifecell is reporting this event due to the investigator's assessment that the serious adverse event (sae) was related to the study device.

Manufacturer narrative:
Evaluation: - review of the information reported. Quality control review: - review of the device history record for lot sp100067. - review of the lifecell complaint management system. Results of evaluation: - wound dehiscence is a documented wound healing complication associated with this type of surgical procedure with or without the use of an adm (acellular dermal matrix). - although the breast implant was explanted and exchanged for a smaller size, the strattice device remains implanted. - qa investigation into lot sp100067 resulted in no remarkable findings with no similar complaints against the lot, acceptable sterilization and no deviations or nonconformances revealed during processing with impact to product or patient safety. - as of 04/07/2015, of the (B)(4) devices from lot sp100067 released to finished goods, (B)(4) devices were distributed. - lot sp100067 met all qc release criteria. Conclusion code device not returned. Based on the reported information and internal investigation into lot sp100067 with no remarkable findings, the wound dehiscence is likely related to postoperative wound healing complications and not related to the strattice device. The breast implant was exchanged, but the strattice device remains implanted. This event is being reported due to the investigator's assessment that the sae was related to the study device. Lot sp100067 met all qc release criteria. The device remains implanted.